Manufacturer narrative:
510k: this report is for an unk - screws: locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the extra-articular humerus system, with plates and complete screws, a safety stop is made with the confidence that the material is complete. When the patient is anesthetized and dressed, the equipment wrappers are finished opening to remove what is necessary for the surgery, and when opening the lid of the box where the plates and screws were supposed to come, it is evident that it came with screws and plates. Pediatric pcl of the femur, the surgeon is promptly notified, and the central office proceeds to verify that it had not been exchanged with another referral from another patient, but this was not the case. It was the only referral they received the day before, which is why it is called to programming so that he will verify with jyj, in the delivery of the material the boxes were exchanged with those of another patient, the patient already anesthetized the only solution was to wake her up and for the doctor to speak with the family member to reschedule her, for which in the institution they spend the adverse event report and complaint. This report is for one (1) unk - screws: locking. This is report 2 of 2 for complaint (B)(4).